Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became unresponsive. Reportedly, customer placed pump into storage mode, turned the pump back on, and reported that the wake button illuminated the screen. Blood glucose was 96 mg/dl.